Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing fatigue and severe bradycardia. On device interrogation it was noted that the right ventricular (rv) lead exhibited no capture at maximum output and high and undefined impedance. The rv lead was suspected of a fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.